Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a sigma spectrum pump over infused dobutamine to a patient in the intensive care unit (ICU). The patient has a diagnosis of coronary artery diseases (cad) and underwent percutaneous coronary intervention (pci) with stent placement. The dobutamine infusion was programmed at 1145 gmt with standard concentration 500mg/250ml d5w at 3mcg/kg/min, rate 9ml/hr and weight (B)(6). The cardiac cath lab came up and retrieved their pump and placed the patient on a new pump. The infusion program was double checked by a cardiac care unit (ccu) nurse. Soon after the pump exchange, the patient became anxious and tachycardic (reported heart rate 200 bpm). The physician was notified and a new dobutamine IV bag was hung at 12:53 gmt; programmed vtbi 200ml (actual vtbi 250ml). Per physician order, the dobutamine infusion continued despite a heart rate of 200 bpm. At 14:50 gmt, it was observed that the dobutamine was dripping faster than it was programmed. The dobutamine infusion was turned off, two doses of lopressor 5 mg IV was administered (unknown time of administration) and it was reported that the patient drastically improved with a decrease in heart rate. It was verified by several nurses that the infusion program and IV tubing was loaded appropriately into the pump. It was also reported that the patient was discharged from the facility. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported over infusion, which was confirmed and reproduced during the device investigation. Engineering determined the cause was unauthorized user facility maintenance; the door hook shims were removed from underneath the door hooks in the field. The following corrections were required to repair the device: door hooks rework, finger and valve rework, and flow calibration.